Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a bio-ID malfunction. The customer reported that the malfunction occurred while the user was trying to issue the medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction occurred due to the bio-ID malfunction. A field service engineer remoted into the device, deleted the ghost lumidigm bio drivers, and set the network speed and duplex to 100 megabytes half. The system functioned as intended after the field service engineer troubleshot the device.